Manufacturer narrative:
A ge service rep performed an onsite investigation. The image intensifier needs to be replaced. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.

Event description:
The customer reported that the system would not display fluoroscopic images and was not functioning as intended. No pt injury was reported.